Event description:
A barcode scanning error has been intermittently experienced when a hand-held glucometer scans a small 128 barcode. The error only occurs with medical record numbers ending in digits "35". The error causes the "35" to be changed to "02". Therefore, the glucometer test result cannot be attributed to an actual patient medical record number. This could result in a patient misidentification and a critical test result could be missed.